Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of cable connector ¿ ic discoloration is typically attributed to component failure, such as material degradation. The probable root cause of functional test failed ¿ transmittance test failure is not determinable/applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the 30° endoscope plus exhibited an upside-down image. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure performed was a uro prostatectomy. The image was inverted. The event was not associated with inverted control of the system arms and did not change by itself. The endoscope did not move freely and uncontrolled. The system recognized the correct area at the time of the event. The surgeon confirmed the desired orientation when installing the endoscope and was not given an indication of the image orientation via the user interface. The endoscope was replaced with another one and there was no injury to the patient.